Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and a deflection issue occurred. The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition was cracked with an exposed braid at the area which is why this complaint was reported to the FDA. In addition, bumps were observed on the catheter which an x-ray analysis determined that it was the t-bar which had slid down and applied stress to the section and contributed to the peek housing crack and bumps observed. Due to the t-bar being out of place, a deflection test failed. Continuing with the visual inspection, dark reddish brown material was observed at the proximal end of tip dome; however during a second visual inspection it was not present as it might have gotten lost during the decontamination process or while sending the catheter back for analysis. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action was created to address the t-bar issue. The root cause of the dark reddish brown material might be related to the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4). However, the cracks in the tip lumen/peek housing transition and peek housing are MDR reportable because they resulted in internal parts being exposed. If internal parts are exposed, there is a potential risk to the patient due to the potential of thrombus formation from exposure to the patient with internal catheter parts. The awareness date has been reset to july 12, 2016, the date the reportable finding was discovered.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and a deflection issue occurred. During manipulation of the catheter the physician found that d curve was broken. He removed the catheter from the patient and reviewed both the d and f curves and noticed that the d was not functioning as normal. There was no physical damage notice on the external part of the catheter. The curve of the catheter was not stuck/jammed in a fully deflected position. There was no difficulty in removing the catheter from the patient¿s body. The catheter was replaced and the case was completed successfully with no complications. There was a five minutes delay and no patient consequence. This event was originally reported as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The catheter was returned to the biosense webster failure analysis lab for analysis on july 12, 2016. It was discovered that both sides of the tip dome proximal end have light and dark reddish brown material on them. The peek housing and tip lumen to peek housing transition was cracked with reddish brown material inside the area with internal parts exposed. The tip lumen has a bump approximately 6.6mm from the transition with the peek housing. The opposite side peek housing and tip lumen transition has small open bubbles allowing some reddish brown material inside. Tip lumen has bumps about 6.1mm from the transition with peek housing and there is no metal exposed. The reddish brown material in itself is not MDR reportable, as it is an expected finding after an ablation procedure. The bumps and bubbles located on the tip lumen and tip lumen/peek housing transition are also not MDR reportable, because they do not result in a break in the catheter integrity or internal parts being exposed.